Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), uterine haemorrhage ('abnormal uterine bleeding') and vaginal haemorrhage ('vaginal bleeding') in an adult female patient who had essure inserted for female sterilization. The patient's medical history included cervix inflammation, tubal ligation, appendectomy, obesity and migraine. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (endometrial ablation and robotic assisted laparoscopic total hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, uterine haemorrhage and vaginal haemorrhage outcome was unknown. The reporter considered pelvic pain, uterine haemorrhage and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-aug-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), uterine haemorrhage ('abnormal uterine bleeding') and vaginal haemorrhage ('vaginal bleeding') in an adult female patient who had essure inserted for female sterilization. The patient's medical history included cervix inflammation, tubal ligation, appendectomy, obesity and migraine. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (endometrial ablation and robotic assisted laparoscopic total hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, uterine haemorrhage and vaginal haemorrhage outcome was unknown. The reporter considered pelvic pain, uterine haemorrhage and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.